Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the hospital with pocket infection. The patient's implantable cardioverter defibrillator, right atrial, right ventricular and left ventricular lead were explanted. The patient was stable post-procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.